Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. The customer experienced an elevated blood glucose (bg) level (571-572 mg/dl). The customer reset the pump and resumed insulin delivery to treat the bg.